Manufacturer narrative:
(B)(4) : information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon started to firing the device, it was sticking. Several clips had been fired. The surgeon noticed the firing had not been feeling right; it had been sticking. It was still opening. After a few firings, the surgeon pulled the device out of the abdomen, fired and it would not re-open. A new device was pulled and used to complete the procedure. There was no patient impact reported.